Event description:
Attempts to obtain the complaint resolution details were unsuccessful, however, the replaced parts were returned to hologic for investigation.

Manufacturer narrative:
The e-stop switch was returned to hologic and a root cause investigation was performed. A visual inspection of the switch revealed no abnormalities and no failures were observed during functional testing. We are currently unable to establish a relationship between the device and issue reported.

Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the estop is not being recognized by the system when pressed. No injury reported. Additional information obtained reported that the issue was found by an applications trainer performing routine checks during initial training. A field engineer was dispatched to the site.